Event description:
It was reported that the patient "experienced real strong stimulation in her left leg and then she didn't feel any stimulation." It was stated that after this incident, the patient increased the amplitude of her device, but only felt the stimulation in her back. It was further indicated that the patient's target area was their left leg and lower back. The patient reportedly "didn't feel any stimulation even though the stimulation was on." The patient reported no falls or trauma and that they had been taking "oral medication." The patient was redirected to their health care provider. Additional information has been requested. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their doctor or manufacturer representative. It was noted that the next appointment date was (B)(6) 2013. It stated that the "wires came loose."

Event description:
Additional information received from the health care provider (hcp) reported that the patient saw the hcp on (B)(6) 2013. At that time it was discovered that the lead was broken one year and three months post implant. The patient was doing "well" until (B)(6) 2013. The patient denied any injury. The patient had good stimulation coverage and was "happy with the progress and she liked the pain relief" until (B)(6) 2013. The patient had pain in her low back, bilateral groins, left posterior thigh, calf and foot. The patient also had tingling and numbness in her left foot. The patient felt slight tenderness in the back when palpitated. It was stated that an x-ray show that the lead had "rolled up in the subcutaneous tissue of her spine". It was reported that despite extensive anchoring the lead came out of her back and needed to be replaced. The patient had "excellent coverage" and without it the patient noticed a "big difference." It was stated that the hcp planned to remove the old "wire" and attempt to place two new ones because the patient had low back pain and left leg pain and bilateral hip pain.